Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia. The customer blood glucose level was 513 mg/dl at the time of incident. The customer stated that the symptoms related to high blood glucose such as feeling tired and absent minded. Customer reports they did contact their health care professional regarding the high blood glucose. The customer does not want to proceed with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).